Event description:
Boston scientific received information that during a follow up visit, the patient with this cardiac resynchronization therapy defibrillator (crt-d) device reported experiencing light headedness symptoms. A review of the stored electrograms revealed noise resulting in pacing inhibition. Reportedly, the patient has experienced frequent episodes of light headedness during the past few months. The patient with this device is pacemaker dependent and has no escape rhythm. The right ventricular lead is a non-boston scientific product. A replacement procedure will be performed in the near future. No further patient symptoms were reported. No syncopal episodes were reported.

Manufacturer narrative:
As of this date, this device remains implanted and in service. Upon explant, return of product is intended. When additional information has been received, this event will be updated.

Event description:
Additional information was received. Further review of the information by technical services revealed all lead measurements were within acceptable range for the first year of implant with this device. However after seventeen months, the non-boston scientific right ventricular lead displayed a sudden high out of range impedance measurement. In addition, noise and intermittent loss of capture were observed. During the replacement procedure, the reported observations could not be reproduced. The connection was confirmed. When the lead was pulled back, no issue was noted. Measurements with the pacing system analyzer revealed normal lead measurements. No noise could be reproduced. It was thought this was due to a connection incompatibility issue between this device and the non-boston scientific lead. The device was removed, replaced and returned for analysis.

Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Visual inspection of the header ports noted the location of seal ring marks indicated the leads had been fully inserted into the ports. A review of device memory confirmed the rv impedance had exhibited several high measurements. Memory review also noted several left ventricular (lv) lead impedance measurements were high. An x-ray of the device header confirmed all the header wires were intact. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the lv-1 spring contact component was found to be out of specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the high lv impedance measurements. However, no abnormalities were noted in the rv header port. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Analysis was unable to reproduce the reported high rv impedance measurements.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.